Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a farawave nav was selected for use with a non boston scientific mapping system. The catheter at one point appeared shifted out of their geometry but was confirmed by x-ray to be within. No patient complications were reported.